Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "internal comm failure," "internal comm failure" and "internal comm failure" error messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory log. However, the device was put through extensive testing including full functional testing and stress testing without duplicating the report. A system interconnect flex cable was replaced as a precuation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.